Event description:
Device issue: failure to insert - clip applier, bent - exchange sheath splitter. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after inserting the exchange sheath into the vessel, the clip applier could not be attached to the exchange sheath hub. The exchange sheath splitter appeared bent. It is unk if the entire starclose se system was removed or how hemostasis was achieved. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.